Manufacturer narrative:
(B)(4). Date sent: 03/31/2022. D4: batch # 550a98. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection procedure the first firing donuts were not to the surgeons liking so they attempting to fire a second time with the device not firing at all. A third like device was then opened to re do the anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "the first firing donuts were not to the surgeons liking" answer: no more details, if the device fully cut, were both tissue donuts present? Answer: both donuts were present. If the device fully cut, were both donuts complete? Answer: no confirmation on this. Regarding "attempting to fire a second time", could you please clarify if the second attempt was performed with same device? Answer: a different device (one sent back). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿the donuts were not to the surgeon¿s liking?¿ we need clarification on how many devices had an alleged quality issue. Did they use a second device and anvil for the reported ¿would not fire?¿ if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2022. Additional information was requested, and the following was received: please explain what is meant by, ¿the donuts were not to the surgeon¿s liking?¿ surgeon was not comfortable with the donuts. Device not blamed for that. We need clarification on how many devices had an alleged quality issue. 1 device did they use a second device and anvil for the reported ¿would not fire?¿ yes, another device was pulled and anastomosis was completed no patient consequences reported.